Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vicmo12.6 implantable collamer lens, -09.50 diopter in the patient's right eye (od) on (B)(6) 2016 and it was noted that the lens was torn. The lens was explanted on (B)(6) 2016 and exchanged for a lens the same size, model and diopter and the problem was resolved. There was no report of any apparent injury.

Manufacturer narrative:
Additional data: device evaluation: product evaluation found that the lens was returned dry in the lens case/vial with clear surgical residue/debris on product. Visual inspection found the haptic broken. Corrected data: previous report as "product problem" is incorrect. The correct report is "adverse event". (B)(4).